Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor contained a particle floating in the fluid of its bladder. This was noticed after the device was filled with cephazolin (baxter-compounded solution), upon opening the packaging, and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 7, 2014 to june 9, 2014. Evaluation summary: baxter received the unit for evaluation. Visual inspection noted a solid, white particle, approximately 1.48mm in length, floating in the fluid of the bladder. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) scanning. The cause or origin of the particle could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.